Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and patient was not charging long enough to get a full charge. Db analysis revealed no anomalies. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was not released.